Event description:
It was reported that the drive support cap was sticking out, and the customer pressed the cap while connected without results. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with protruded/loose drive support disk, cracked case at display window corners and broken reservoir tube lip.